Event description:
It was reported that pump insulin gauge displayed amount different than expected, with fill estimate showing 60 units and remaining static despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this issue could occur due to large differences in measured pressures used to calculate remaining insulin and was advised that once actual insulin remaining matched static display value, fill estimate would begin decreasing normally; customer understood and acknowledged information.